Manufacturer narrative:
Findings: unit alarmed compromised sensor force alarm at 4.0 lbs during prime test and motor error during basic occlusion test due to faulty force sensor damage by moisture. The motor was tested outside the device and passed. The drive support was inspected and no anomaly was noted. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 160 mg/dl.